Manufacturer narrative:
The isi clinical sales representative (csr) went to the site in order to reproduce the problem. The csr was informed that the problem did not reoccur on the system. The customer was advised to contact the tse if the issue occurred again. Based on the current information available, the root cause for the alleged issue was unable to be determined at this time. Log review was performed by the tse when the customer contacted the tse for support. No errors related to the reported issue appeared in the logs. As a result, no further technical review was required. No further complaints were identified for this event, and no image or video were provided for isi to review. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailability after start of a surgical procedure. Although there was no patient harm, system unavailability could lead to the procedure being converted or aborted. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer stated that the universal surgical manipulator (usm) stopped responding. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to switch to the second surgeon side console (ssc). The procedure continued as planned. There was no report of patient injury. Isi contacted the facility and obtained the following additional information regarding the reported issue: it was reported that the system was checked before use and there was no issues. The system was restarted multiple times with no resolution. The procedure was completed using the second ssc. There was no report of patient injury.

Manufacturer narrative:
Additional information can be found in the following sections: a2, a3, g4, g7, h2, and h10. Intuitive surgical, inc. Has received additional patient-related information that was not previously available.

Event description:
Refer to h10/h11 for follow-up information.